Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: d8, e2, e3, g3, g6, h2, h4, h6, and h10. The model and serial numbers of the devices used in conjunction with the device at the time of the event are not available. The device was inspected before use with no anomalies noted. The device was not dropped, nor came in contact with a hard surface or sharp corner. Patient details, demographics, and pre-existing conditions are not provided. The event occurred during the middle of the procedure. Name of the procedure is not available. It is unknown if the procedure was therapeutic or diagnostic. The procedure was completed with another device of unknown model and serial number. There was an unspecified delay in the procedure. It is not known if additional anesthesia was required to be given to the patient. The device history record review confirmed that device has no abnormality in manufacturing, concession, and variation. The device has no available repair history. Since no abnormalities were found in the shipment record. The damage of the coupler may be attributed to the user¿s handling. The instructions for use includes the following statements: do not give a shock to the camera head. It may be damaged.

Manufacturer narrative:
Additional information is not yet available for the event. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the coupler was physically damaged and removed from camera. Also were found two non-critical dead pixels. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during an unknown procedure the device spring and pin came out from the locking device at the camera lens. There is no reported harm to the patient.